Manufacturer narrative:
Fields updated: d8, h2, h3, h6, h11. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reported event and the identified malfunction are inferred to have occurred through the following mechanism. 1. The output was activated while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The grasping section and the probe came into contact due to wear of the tissue pad. 3. The output was activated while the grasping section was in contact with the probe. As a result, a contact mark was developed. 4. A force to activate the output, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 5. A force was applied to the probe causing it to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the sonicbeat's distal end broke off. The malfunction occurred during a therapeutic procedure and there were no reports of patient harm. The procedure was able to be successfully completed with a similar device.

Event description:
It was reported the sonicbeat's distal end broke off. The malfunction occurred during a therapeutic procedure and there were no reports of patient harm. The procedure was able to be successfully completed with a similar device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.